Event description:
Multiple venous air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to clotting of the circuit during the elapsed time spent troubleshooting the alarms, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned for evaluation at the time of this report. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm and contains adequate instructions for troubleshooting air alarms. The exact cause of the venous air alarms cannot be determined. There have been no similar problems reported subsequent to this event. Occasional alarms during hemodialysis are expected and should not result in blood loss if device labeling is followed. Facility staff has been notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.